Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was showing low blood glucose. Blood glucose level at the time of the incident was below 40 mg/dl which was treated with glucose tablets. Customer was not able to monitor the reading and kept eating glucose tablets. When blood glucose was monitored it was found to be 475 mg/dl, but the sensor is still showing 40 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.